Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot.(B)(4)

Event description:
Customer reported via phone call that there is physical damage to the insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer stated that there's a crack going from the display to the battery housing. The customer confirmed that she can read the pump screen and that the pump was functioning as designed; however, it was hard for her to read the screen. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer. *